Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 erode through the subconjunctiva in the unknown eye against the xen®45 gts. The device has been explanted.